Event description:
It was reported to philips that the system was freezing, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the ongoing procedure was performed when the issue happened. The procedure was completed on same system after rebooting. A philips field service engineer inspected the system onsite and confirmed that reported problem. After reviewing the log file, fse found power loss during shutdown corrupts file systems on all pcs, causing random malfunctions related to reported issues. Upon troubleshooting, fse found system had multiple issues and fse replaced the host pc. Fse confirmed multiple power-related issues in the system and all pcs (host, ippc, geo pc) were replaced. Fse found the actual cause of the issue was narrowed down to ups batteries. To resolve these issues, the new ethernet switch, power distribution module x-ray tube, batteries was replaced and return the part for further analysis, and it show motor calibration error was observed and xdc board shows negative values, and the x-ray tube the tube failed with a vacuum leak. After replacing multiple parts, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same system after rebooting. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.